Event description:
It was reported that the lead exhibited a sudden increase and decrease in impedance measurements and increased thresholds. An x-ray revealed that the lead was fractured and really tight at the svc coil. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the outer insulation and outer coil were fractured at 27.5 cm from the connector pin due to clavicular crush damage. This damage likely contributed to the electrical anomalies experienced in the field.